Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Reportedly, there were air bubbles in the cartridge tubing. Customer had been using cold insulin. Tandem technical support educated customer to use room temperature insulin.